Event description:
The customer reported the vascular configuration could not be selected. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and configuration files. The system operates as intended.